Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see any insulin drops exit from the end of tubing while filling tubing. During troubleshooting with tandem technical support, the customer observed that the luer lock was not seated properly. The customer reseated the luer lock and was able to see drops of insulin. The customer's blood glucose level was 126 mg/dl.